Event description:
Customer reported that the provue failed qc, giving false negative results on a positive control. The customer also observed that the probe was slightly bent. A bent probe can cause drip that may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results, which could lead to transfusion of incompatible blood. Qc was not able to pass, preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and observed that the probe on the provue was bent. The fe replaced the probe, performed preventive maintenance, and returned the analyzer to expected operation.